Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing was performed. The cause is the pad lifted on the real time clock (rtc) battery. The microprocessor board was replaced to correct the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is alarming error 1260. There was no patient involvement.